Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6p01-55, which has a similar product distributed in the us, list number 6p01-60, and a 510k/PMA/bla number bl125679.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab results generated for a patient sample that was negative on another platform. The following data was provided: sample ID (B)(6). (B)(6) 2025 initial result on alinity as1189 with lot 68184be00 = 23.77 s/co, (B)(6) 2025 repeat result = 28.62 s/co, (B)(6) 2025 sample was repeated on another alinity as1190, with lot 70362be00. Results = 1.09 s/co, 1.06 s/co. (B)(6) 2025 a new cartridge of lot 68184be00 was loaded onto instrument as1190 and the same sample generated a result = 28.69 s/co. Nat testing result on the grifols panther platform = non-reactive. Confirmatory testing was performed using the bio-rad genscreen ultra hiv ag/ab assay run on the evolis analyzer, and the result was 0.290 (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Review of tracking and trending for the alinity s hiv ag/ab combo assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70362be00. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the likely cause lot number and complaint issue. The overall reactive rates of ln 6p01-55, lot number 70362be00, at the customer¿s site, applicable peer sites, and across a whole blood and plasma screening monitoring group were collected and assessed. Across all 6p01 (ous) blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 70362be00 are within product requirements and comparable to other lots analyzed in comparison. Whole blood and plasma group: 70362be00: irr: (B)(4) %, rrr: (B)(4) %, irr - rrr: 0.045, specificity: (B)(4) %. Customer¿s site: 70362be00: irr: (B)(4) %, rrr: (B)(4) %, irr - rrr: 0.024, specificity: (B)(4) %. Peer sites: 70362be00: irr: (B)(4) %, rrr: (B)(4) %, irr - rrr: 0.054, specificity: (B)(4) %. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, the alinity s hiv ag/ab combo reagent, lot number 70362be00, is performing as intended. No systemic issue or deficiency of the alinity s hiv ag/ab combo reagent was identified.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab results generated for a patient sample that was negative on another platform. The following data was provided: sample ID (B)(6). (B)(6) 2025 initial result on alinity (B)(6) with lot 68184be00 = 23.77 s/co, (B)(6) 2025 repeat result = 28.62 s/co, (B)(6) 2025 sample was repeated on another alinity (B)(6), with lot 70362be00. Results = 1.09 s/co, 1.06 s/co (B)(6) 2025 a new cartridge of lot 68184be00 was loaded onto instrument (B)(6) and the same sample generated a result = 28.69 s/co nat testing result on the grifols panther platform = non-reactive. Confirmatory testing was performed using the bio-rad genscreen ultra hiv ag/ab assay run on the evolis analyzer, and the result was 0.290 (nonreactive). No impact to patient management was reported.